Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3550-03, product type: screening. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Other applicable components are: product ID: neu_cable/tlock, lot# unknown, product type: screening device. Upon additional review, the complaint of this event resides on the screening cable.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3487a-33, lot# 0211162792, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
A health care provider (hcp) reported via the company representative (rep) that the white connector of the trial cable, used between the lead and external neurostimulator (ens), was blocked. As a result could not be connected correctly for trial evaluation. The action taken to resolve the issue was another lead kit was opened to use another trial cable. The issue was resolved at the time of the report. There were no patient symptoms. No surgical intervention occurred, nor was planned. The patient was alive with no injury.